Event description:
It was reported that during testing conducted at the manufacturer facility the device continued to run without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.